Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps"), transient ischaemic attack ("transient ischaemic attack suspected") and syncope ("fainting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), syncope (seriousness criterion disability), amnesia ("memory loss"), muscle disorder ("muscle problems"), urinary tract infection ("recurrent urinary tract infections"), premenstrual syndrome ("very marked premenstrual syndrome"), dry mouth ("dry mouth"), candida infection ("candida infection suspected"), pain in jaw ("intense pain in jaws") and fatigue ("chronic fatigue"). Removal of essure is planned (hysterectomy and salpingectomy)). At the time of the report, the abdominal pain lower, transient ischaemic attack, syncope, amnesia, muscle disorder, urinary tract infection, premenstrual syndrome, dry mouth, candida infection, pain in jaw and fatigue outcome was unknown. The reporter considered abdominal pain lower, amnesia, candida infection, dry mouth, fatigue, muscle disorder, pain in jaw, premenstrual syndrome, syncope, transient ischaemic attack and urinary tract infection to be related to essure. The reporter commented: placement of essure inserts, following which she developed various symptoms, more or less incapacitating. She had consultation in neurology, multiple sclerosis suspected, but nothing. Removal of essure planned, steps are on-going: hysterectomy and salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: normal. Ultrasound abdomen - on an unknown date: normal. Medical analyses were normal. Allergy tests for nickel and titanium on-going (astrab). Memory loss (brain MRI), transient ischaemic attack suspected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-aug-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 415 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.